Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the impedance had increased from 500 ohms to 1300 ohms. Threshold increased from 0.75 v to 1.625 v @ .40 ms. Unipolar impedance was 485 ohms when checked. No patient complications have been reported as a result of this event.

Event description:
It was reported the impedance had increased from 500 ohms to 1300 ohms. Threshold increased from 0.75 v to 1.625 v at .40 ms. Unipolar impedance was 485 ohms when checked. It was further reported that the right ventricular (rv) lead exhibited high impedances, and the right atrial (ra) lead exhibited low impedances. Both leads were capped and replaced. No patient complications have been reported as a result of this event.